Manufacturer narrative:
B4:(B)(6)2021

Event description:
It was reported to philips that the device keeps alarming and keeps swapping between the battery and alternating current (ac) power and thinks the power board has some intermittent issues along with a battery failed error code.

Manufacturer narrative:
B4:(B)(6)2021. It was reported to philips that the device keeps alarming and keeps swapping between the battery and alternating current (ac) power and thinks the power board has some intermittent issues along with a battery failed error code.

Event description:
It was reported to philips that the device keeps alarming and keeps swapping between battery and ac power and thinks the power board has some intermittent issues along with several error codes. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.error codes the device was evaluated by biomed with assistance from a philips remote service engineer (rse). The biomed stated that the power management board was replaced 2 weeks ago for a field change order, and now the unit is displaying diagnostic code battery failed error. The rse advised the customer the diagnostic is indicative of a possible battery failure. The rse advised the customer to replace the battery to eliminate that as a possible issue. The biomed returned a call to the philips rse stating that the v60 battery was swapped, but the unit continues to exhibit battery charging and power-on problems. The biomed requested onsite service to replace the recently installed power management board.

Manufacturer narrative:
B4:23jul2021. The service engineer (se) inspected the device and replaced the power management board to address the reported issue. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device keeps alarming and keeps swapping between battery and ac power and thinks the power board has some intermittent issues along with several error codes. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. Error codes the device was evaluated by biomed with assistance from a philips remote service engineer (rse). The biomed stated that the power management board was replaced 2 weeks ago for a field change order, and now the unit is displaying diagnostic code battery failed error. The rse advised the customer the diagnostic is indicative of a possible battery failure. The rse advised the customer to replace the battery to eliminate that as a possible issue. The biomed returned a call to the philips rse stating that the v60 battery was swapped, but the unit continues to exhibit battery charging and power-on problems. The biomed requested onsite service to replace the recently installed power management board.